Event description:
Following a stroke (see MFR's report number 3004209178200902630), the pt had a brain scan MRI to assess her fully; the pt's devices were implanted for headaches. The pt had a headache following the MRI; the pt was unaware that an MRI was contraindicated. F/u with the pt's healthcare professional was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.